Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up. Upon interrogation, episodes of mode switch due to atrial lead noise were noted. The noise was reproducible with isometrics. No intervention was performed; the patient would be monitored.